Manufacturer narrative:
Additional information was received that the physician was unclear on what caused the infection but believed it was not procedure related. The incision looked good with no further drainage.

Event description:
A report was received that the patient had infection. Symptoms were fever and incisions were red and draining. The physician thought that patient had a virus but not device related. The patient was prescribed levaquin.

Manufacturer narrative:
Additional information was received that infection site was located at midline incision and the ipg incision site had some drainage. However, both midline and ipg incision sites had stopped drainage. There were no further signs and symptoms of infection noted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient had infection. Symptoms were fever and incisions were red and draining. The physician thought that patient had a virus but not device related. The patient was prescribed levaquin.

Event description:
A report was received that the patient had infection. Symptoms were fever and incisions were red and draining. The physician thought that patient had a virus but not device related. The patient was prescribed levaquin.